Event description:
The customer reports that during a colon resection procedure, the device did not fire properly. The surgeon did not hear the click and did not get the rings. It took off some tissue; however the anastomosis was not complete. It is unclear if staples were deployed. Per the caller, more tissue was taken than intended and the patient received a colostomy. It is unknown if it is temporary or permanent. The current status of the patient is unknown. These are all the details the caller could provide. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer anvil half was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).